Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18oct2018. The customer troubleshot with philip's technical support and found no voltage coming from the power supply. The customer was provided with part number and price for the power supply. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator would only run on battery power. There was no patient involvement. The event date was not specified; estimate used.